Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip jumped opened while locked. The clip was removed from the anatomy. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa and clip jumping were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa and clip jumping were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.